Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The device was received with minor scratches on the display window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call prime/fill anomaly. Customer's blood glucose level was 240 mg/dl. Customer advised they had dropped the insulin pump. Customer advised the insulin pump does not recognize the reservoir and primes the whole thing out without showing any number on the display screen. Troubleshooting for the prime rewind was performed. Customer advised they are unable to exit the preparing to prime loop. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.